Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0c7ch, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0a3a0, implanted: (B)(6) 2014, product type: lead. Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The patient was implanted for dystonia and movement disorder. The consumer reported via a manufacturing representative that during the implant surgery the surgeon nicked a blood vessel and the patient experienced slow bleeding in the days following surgery that caused him to lose balance and fall over. The patient went back to the hospital for treatment.